Manufacturer narrative:
Investigational summary: customer data indicates elevated background which can be corrected with revised analysis settings. Revised settings provided to customer and issue resolved.

Event description:
False positive: customer experienced false positive results with the lyra sars assay when validating a new 7500 fast dx instrument; tss provided troubleshooting.